Event description:
Boston scientific received information that this patient went to the emergency room (ER) complaining of receiving shocks. Upon device interrogation it was noted that 4 shocks were needed to convert the patients arrhythmia. The patient went home and then returned to the ER the next morning stating he had received more shocks. Another interrogation was done which showed an oversensed episode overnight, which inhibited pacing for several seconds, however since the patient has their own strong intrinsic, no symptoms were noted.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.